Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, due to left iliofemoral tortuosity, the implanters decided to use a non-medtronic double curve guidewire (lunderquist). The implanters decided to pre-dilate the annulus using an 18 millimeter (mm) valvuloplasty balloon catheter. As the valve was positioned 2-3 mm below the annulus, the valve frame was constrained in the right anterior oblique projection. The implanters pulled the guidewire into the delivery catheter system's (dcs) nosecone in order to center it but as they pulled the dcs, there was interaction between the valve frame and nosecone. The valve dislodged and remained in the ascending aorta, above the sinotubular junction. No occlusion of the coronaries occurred. A second valve was prepared while the implanting team used a snare to position the first valve higher in the ascending aorta and to have control during the implantation of the second valve. The second valve was advanced through the first valve and was deployed after one recapture in a deeper position in the annulus of approximately 4-5 mm. The second valve was noticeably less constrained than the first one. The dcs was removed uneventfully. Echocardiogram was performed and revealed no pressure gradient between the left ventricle and aorta. The first valve was snared with a second snare and was lodged in the ascending aorta. Final angiography revealed it did not occlude the aortic arch arteries. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vproplus-29, serial/lot #: (B)(6), ubd: 14-mar-2024, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that according to the physician, the patient's extreme calcification contributed to the dislodgement, and the cause was the nosecone withdrawal in a valve that was not completed expanded.

Manufacturer narrative:
Updated data: h6 - result and conclusion codes h10 - conclusion: the subject delivery catheter system (dcs) was discarded by the customer and therefore was unable to be returned for analysis. No procedural images were provided for review. The reported event indicates that, after the valve was implanted, there was interaction between the valve frame and nosecone of the dcs. The valve dislodged and remained in the ascending aorta, above the sinotubular junction. Dislodgement of the valve by the distal tip is related to operator technique or experience. The evolut pro plus system instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. With the limited information available, a conclusive root cause of the dislodgement event cannot be determined, however, it was reported that the valve frame was constrained. Per the physician, the valve dislodged due to the nosecone withdrawal in a valve that was not completed expanded. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.